Event description:
The doctor reported the insertion tube of the endoscope was "stiff." The procedure was not completed. The pt was admitted to the emergency room for an operation to repair a perforation sustained during the initial procedure. There are no further complications to report.